Event description:
Patient reported obtaining erratic results (80 - 300 mg/dl), while using the suspect device. Pt did not indicate the time duration between results. No pt injury was reported. Technical support contacted the pt 3 additional times, attempting to gather additional info about pt's results; however, the pt was not available. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.